Manufacturer narrative:
An event regarding instability involving an unknown simplex cement mix was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on or about november 4, 2016 the patient underwent right total knee replacement and was implanted with a competitor knee replacement and stryker simplex bone cement. It is further alleged that the patient experienced intractable pain, improper wear and loosening and moving out of alignment, requiring revision surgery on or about (B)(6) 2022.